Event description:
It was reported that the patient had a pump replacement. Two days later the patient experienced agitation. The patient was admitted to the hospital. No device troubleshooting was done. The pump reservoir volume contained 9 ml indicating that new drug was not used at the pump replacement; the 9 ml was felt to be diluted from the sterile water in the reservoir at implant. It was later reported that the pump was filled with the remaining drug (12-14cc) from the previous pump at implant. The health care professional (hcp) programmed a single bolus dose of 0.225 mg over 10 minutes; he wanted to be conservative with the bolus doses due to no knowing anything about the patient. He requested that the nursing staff get a pulse oximeter and monitor the patient. A second bolus dose of 0.225 mg over 10 minutes was given because the patient showed marginal improvement or response to the first programmed bolus. It was further reported that the patient was experiencing "fever and is spitting blood and has blood in his diarrhea". Underdose symptoms of nausea, shaking, dry heaves, inability to eat for three days, and convulsions were also reported. The white blood count was reported to be high. The hospital hcp was planning further testing of the gi system as they felt that there were other issues involved. Device troubleshooting was recommended. The patient's condition was reported as "fair". The pump was used to deliver morphine. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.